Event description:
Procedure: thoracotomy. According to the reporter: when fired, the staples fell out and misfired, tearing lung tissue. They loaded the same gun with another reload from the same lot number and it did the same thing. After that, they got a new egia handle and loaded it with the same load and it worked just fine.